Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer addressed the elevated bg by a bolus via the pump. The customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a bg level of 624 mg/dl. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue and customer was released on 11/5/22 with no permanent damage. Customer reverted to an alternate form of insulin therapy.